Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 63 mg/dl, causing customer to sustain a dislocated shoulder and a broken bone in shoulder. Cause of bg level was unknown. Bg was treated with intravenous saline. Additionally, shoulder was put back into place and pain medication was administered. Reportedly, customer left the ER 7 hours later with the issue resolved and no permanent damage.